Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health professional reported capsular contracture, baker grade unknown. Healthcare professional later reported "prominent left implant radial folds without definite evidence of left implant rupture. Thickened and enhancing implant capsules bilaterally, right great than left, which may reflect granulation tissue and/or inflammation. Possible bilateral silicone impregnated axillary lymph nodes." Device remains implanted. This record is for the left side.